Manufacturer narrative:
(B)(4)

Event description:
During surgery, after t1 was deployed. T2 can¿t be deployed. T1 had been removed out. The procedure was completed with the same device. There was a delay of less then 30 minutes. No patient injuries were reported.

Manufacturer narrative:
Device investigation narrative - one 72201491 ultra-fast-fix needle delivery system device received. The device is one year old. It is used. T1, t2 and suture were not returned. The complaint said: ¿during surgery, after t1 was deployed. T2 can¿t be depolyed. T1 had been removed out¿. The depth limiter was returned, untrimmed. The user chose not to use it for depth guidance. The device is visibly damaged. The delivery needle is visibly bent, bowed and twisted. IFU warnings states ¿do not bend delivery needle¿. Twist or bend can interfere with advancement and removal of t¿s. Testing showed that the manual actuator is functional. No root cause related to the manufacture of the device can be established. No further investigation is warranted.